Event description:
Pt with unrecognized esophageal intubation. Numerous environmental factors contributed to a failure to recognize this. While human error and distraction are presumed to be primary causes, co2 alarms did not signal this problem. The alarm had been silenced earlier and did not reactivate until it was turned on or ventilation is instituted and co2 is detected. While mechanical ventilation had been started, no co2 was detected, so the alarm was not reactivated. The MFR has informed hosp the machine was functioning as designed. However, the alarm sequence did not alert the providers. Because of distraction they did not notice an absent co2 wave form.